Manufacturer narrative:
The reported field event of an inability to secure the lead into the header was confirmed in the laboratory. Visual inspection identified excess epoxy within the a is-1 and v is-1 connector block, which prevented the set screws from fully entering the connector blocks and securing to the leads.

Event description:
It was reported that during implant procedure, the rv lead could not be secured in the rv header and could easily be pulled out. After multiple unsuccessful tries, the device was replaced successfully.